Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that during transport the device failed while on a patient on the revel ventilator. The customer reported that the patient desaturated from 90 to 74 within a minute. The customer reported the patient was given manual resuscitation (bagged) from the remainder of the transport.